Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis should the device be returned for analysis, a supplemental medwatch will be sent

Event description:
It was reported that during a laparoscopic urinary diversion, the electrode peeled away. This event was occurred each device. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. The surgeon commented that there was a possibility that the jaws had clamped a thick tissue. Two device will be returning.

Manufacturer narrative:
(B)(4). Device a and b were received with the electrode separated from the ceramic and the electrode is still attached to the active rod. The ceramic was damaged by the separation of the electrode from the lower jaw. Testing found a short on the device when the jaws are fully or partially closed, causing a replace light to illuminate. The separated electrode allows the electrode to be touching the jaws when they are closed. The electrode to jaw contact creates an electrical short preventing rf power delivery from the generator resulting in the replace light illuminating on the rf60. Device b additional information: batch # j92u85, expiration date: 10/14/2014, manufacturing date: 11/14/2012.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.